Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during delivery, the shaft of the stent broke apart. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was fine.